Event description:
Note: the date of event is unk. This report pertains to the second of two events that occurred during the same procedure. Refer to MFR report #3009055803-2008-00893 for a description of the first event. In 2008, it was reported to boston scientific corp that an endovive safety peg kit pull method was mislabeled. According to the complainant, "no [pt was] involved." The package label reads, but the lot number of the actual device inside of the package reads.

Manufacturer narrative:
A visual examination of the returned device revealed that individual kits were mislabeled. The inner box was labeled with an incorrect upn and french size, but did have the correct lot number. A search of the complaint database identified three add'l complaints for lot 11712923. The three add'l complaints were for the same issue and one was from the same customer (refer to the associated MFR report). A review of the device history record revealed one event where the wrong label was attached. An investigation is in progress to address this issue. The may 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.